Event description:
The customer reported the ventilator went vent inop and alarmed due to an exhalation autozero solenoid failure. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer reported there was no patient harm. The service technician confirmed the reported event, and upon visual inspection found pressure tubing crimped. The crimped tubing was resolved and extended self testing (est) and performance verification was completed. All tests passed per operating specifications.

Manufacturer narrative:
Crimped tubing.